Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error codes 56507 and 46507. It was reported over the last couple of months the system was generating error codes and the end user was able to silence the alarm by opening the battery door and restarting the pump. Per reporter medication was 5 fluorouracil (5fu), residual volume was 44.7 and the rate was 2.0. No additional information is available at this time.